Event description:
A copy of maude event report (foi) voluntary report (B) (4) was received 06/28/2010. The report event date is: (B) (6)-2010. (B) (4). Event report type is: injury event outcome: required intervention. Reporter occupation: nurse device operator: health professional product code: tube, tracheal (w/wo connector). Event description: volun 07-jun-2010: during an operating room procedure, et tube was noted to be leaking. Extubation and reintubation occurred. Product appears to have a hole in the cuff inflator tubing which is light blue approx 5 cm from the joint with the main tubing. Device evaluated by MFR.

Manufacturer narrative:
No analysis or conclusions can be made without the device. (B) (4)